Manufacturer narrative:
The actual device was returned for evaluation and determined to be functioning according to product specifications. A visual inspection was performed and there was no fluid found in the cassette compartment. Fluid was found under pump "a" mushroom head. There was no dried fluid in the pneumatic and vacuum lines. A simulated treatment was completed without any alarms or noted fluid leaks. Further evaluation found no device malfunctions that would have caused the reported fluid leak. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between (B)(4) 2011 to (B)(4) 2013.

Event description:
Home peritoneal dialysis patient called tech support regarding balloon valve leak and system error alarms. During the call he mentioned that he noticed a fluid leak after completing treatment. There were no infections or complications as a result of this event.